Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. The device was explanted but has not been received for investigational purposes yet.

Event description:
The user_s hearing benefit with the device decreased over time. As a result, the child had poor speech intelligibility and, according to his mother, he ceased to understand her, and his school performance declined.the user was re-implanted.

Event description:
The user_s hearing benefit with the device decreased over time. As a result, the child had poor speech intelligibility and, according to his mother, he ceased to understand her, and his school performance declined. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing benefit with the device decreased over time. Information was received that the user was re-implanted.